Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator displayed an error message -erroneous parameters detected, reprogram to nominals-. The device was reprogrammed to nominal settings. The patient would be monitored.